Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that cutter was failing to cut normally at an unknown timing. The procedure type was unknown. The surgery was completed by replacing with new pak. There was no patient impact.